Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) fluid dispensing connector without packaging was returned by customer for evaluation. A picture was also provided by the customer. The dispensing connector and a picture were visually evaluated per specifications. It was noted to have black substance on the connector. The reported defect has been confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. The house retains were visually evaluated per specifications. No defect was noted on the connectors. While we are unable to confirm the specific nature of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the pharmacy technician noted a black substance on the green tip of the fluid dispensing connector as soon as the product was removed from the packaging. No patient involvement.